Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluid leaked from the connection of the primary to the extension set during a procedure. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that fluid leaked from the connection of the primary to the extension set was confirmed. During visual inspection of the extension set it was noted that the female luer had a 0.567 inch vertical hairline crack on the opposite side of the injection gate. No stress marks were observed on the female luer. No damage was observed on the spin collar of the concomitant gravity set. Functional testing confirmed leaking as fluid flowed through the crack on the female luer. The cause of the leak was identified as a cracked female luer. The cause of the crack is unknown.